Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced blood glucose values ranging from 5 mg/dl to 2200 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.